Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter was powering off during use. The reporter indicated that the alleged issue started on (B) (6) 2010, at an unspecified time. Two or three years after the alleged issue began, the patient claimed that she developed symptoms of shakiness and almost passed out. The patient denied that she received treatment because of the alleged issue. However, the patient mentioned that she drank orange juice 3-4 days prior to contacting lfs on (B) (6) 2010. The patient did not have a replacement battery for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms that can be associated with severe hypoglycemia 2-3 hours after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.